Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced skin breakdown and infection at the implant site causing device extrusion. The recipient hit their head causing swelling at the implant side. The recipient was cut at the implant site. On (B)(6) 2016, the recipient was prescribed augmentin and cleocin for ten days. The recipient's device was explanted.

Manufacturer narrative:
(B)(4). The recipient has reportedly healed. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed to tests performed. This is the final report.